Manufacturer narrative:
The cause for the falsely high advia centaur xpt high-sensitivity troponin I (tnih) result obtained on the patient is unknown. The customer's quality control results were acceptable at the time of the event, and there were no other discordant troponin patient results. Siemens went on site and checked the system and found no issues that would have caused the elevated result. Qc was in range at the time the sample was initially run which indicates the issue is related to this specific sample. While the exact cause of the initial falsely elevated result has not been determined, preanalytic factors leading to fibrin interference cannot be ruled out as the causative agent. Preanalytic variables can affect the quality of the sample. A precision study of the tnih assay was performed post service and the results are acceptable. The customer is operational. No further investigation required. The summary and explanation section of the instruction for use (IFU) states the following: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity."

Event description:
Customer observed an elevated advia centaur xpt high-sensitivity troponin I (tnih) result that was lower upon repeat testing and testing of an additional sample. The initial result was reported to the physician and questioned by the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xpt tnih result.